Event description:
Reporter alleged blood glucose measured 206 mg/dl at 11:58 am back to back with a result of 92 mg/dl when testing was performed at 12:09 pm. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.